Manufacturer narrative:
Clarification to d6a: it was reported that the device is "40 years old". Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device remains implanted.